Manufacturer narrative:
Manufacturer statement: for evaluation of the malfunction DHR documents were reviewed. They demonstrate that the catheter met specification during manufacturing. Final inspection of the finished catheter was passed. This demonstrates that the catheter has been manufactured and sold in conformance to relevant specifications. Furthermore returned catheter was investigated. This investigation demonstrates that wires are torn apart from the soldering pads on the pcb. This leads to the display of 261,3 mmhg on the monitor. The cause of the error is an inadvertent overstretching of the catheter in the catheter region fixator .... Catheter plug during measurement. Based on knowledge that the final inspection of the finished catheter was passed, that the catheter was delivered with proper functionality and in consideration of the results of performed investigation of returned catheter, the tear-off of the wires are caused by user error by stretching of the catheter during application contrary to IFU.

Event description:
After 5 day measurement the icp value skipped from physiological values to 269 mmhg and icp was no more pulsatile. The event didn't affected the state of health of the patient.